Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the black box showed a no cartridge detected warning. The pump rewind, load, and prime steps were able to be performed successfully. The force sensor calibration was within specifications. The pump case was removed for further investigation and the force sensor pins were found to be seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Unrelated to the initial complaint, the pump booted to the verify screen with a dim pink contrast. The returned battery cap was used during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that there was a problem when loading the cartridge. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.